Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed that the cannula was not visibly bent at the distal tip. A .342 gage pin does not fit through the distal tip inner-diameter. With the gage pin installed, the tip looks out of round, possibly due to a slight deformation. A deformation has the potential to cause scraping in certain loading conditions. No other damage found. This cannula may have been associated with previously reported MFR. Report #2955842-2007-00071 and #2955842-2007-00072.

Event description:
The cannula accessory was returned as part of a field removal action. No patient harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site: #2955842-2007-00071, #2955842-2007-00072, #2955842-2007-00163.